Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system's c-arm was unable to perform geometry movements. The complaint did not include further details about the nature of the issue. No service action was performed by the philips, since the service was no longer required as the service was provided by the third party. To date, no further information was received. The codes were updated based on the investigation outcome, the evaluation method code was corrected.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.